Manufacturer narrative:
Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central regurgitation is unknown. However, the native leaflets were reported as moderately calcified which may have contributed to the central regurgitation. The central regurgitation was corrected with the placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral procedure in the aortic position, after deployment of a 23 mm sapien 3 valve in 80:20 aortic/ventricular position significant ("bad") central leak was noted. The central leak was partially resolved by using a pigtail catheter to free up the leaflet. It was decided to implant a second sapien 3 valve to treat the patient and the central leak was resolved. As reported, post valve deployment a "fair amount" of central leak was noted. The native valve was mildly calcified, the native leaflets were moderately calcified and the aortic root was mildly calcified. The coaxial alignment of the valve and delivery system during deployment was reported as good, as was the image intensifier angle. Per report, initially the cause of the central leak was either from leaflet overhang or a stuck leaflet. In addition, bulky calcium of the left leaflet contributed to the central leak.

Manufacturer narrative:
(B)(4).